Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4), manufacturing date: 16-may-2018, expiration date: 30-apr-2028, part number: 04.037.030s, 10mm/125 deg ti cann tfna 400mm/right ¿ sterile, lot number: h640089 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071277 rev c met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev c was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 15036 supplied by (B)(4) (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55, lot number: l856014, lot quantity: 95. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h529574, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from (B)(4) dated 02-feb-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h608378, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h490479, lot quantity: 2,872 lbs. Certificate of analysis received from (B)(4) pmd dated 06-oct-2017 was reviewed and determined to be conforming. Lot summary report dated 25-oct-2017 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: 29-jun-2020: DHR reviewed by: mschoenfeld. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of a right long proximal femoral nailing system (tfna) nail that broke at the screw/blade hole in the proximal end. The nail was implanted on (B)(6) 2019 for prophylactic fixation of right femur cancerous lesion. The nail, screw and both distal locking screws were removed completely with no issues. Only the nail was broken. A new larger tfna nail was reinserted and locked. The procedure was completed successfully. Patient status was unknown. Concomitant device reported: tfna fenestrated screw (part #: 04.038.190s, lot # unknown, quantity 1), unknown distal locking screws (part # unknown, lot # unknown, quantity 2). This complaint involves one (1) device. This report is for one (1) 10mm/125 deg ti cann tfna 400mm/right - sterile. This is report 1 of 1 for (B)(4).